Event description:
It was reported that a clearlink continu-flo solution set was unable to run normal saline through its tubing. They reporter stated that they were unsure whether this occurred during or after priming. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to an in-house solution bag and also connected to a primed secondary set at its y-sites. The device showed normal flow with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.